Manufacturer narrative:
The following fields were updated with corrections: h.6. Imdrf annex a code: a0908 - incorrect, inadequate or imprecise results or readings.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported sensitivity issue on a bd phoenix m50 instrument (p/n 443624, s/n (B)(6)). Customer indicated that issue with the sensitivity of specific antibiotics which were inconsistent with the customers qc. Bd remote assistance never received the required information from the customer even after repeated follow up attempts. This case will be re-opened and re-investigated if any information is received in the future. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. There was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. There was no report of patient impact.